Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the circuit was primed and administered to the patient, it was all closed when connected to the administration route, but drips were seen. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to confirm the reported problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.